Event description:
The customer reported the table displayed an error 60. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were reloaded. The system was then found to be operating as intended.